Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent a minor procedure (date not reported) to have the wound cleaned, stitched and dressed. It was reported that the patient was administered with the antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a wound breakdown secondary to a suture remaining in the wound. Subsequently, the patient was admitted to hospital for treatment (date and duration not reported). Clinical management of the patient is ongoing. The implanted device remains.